Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system during an intercurrent illness, with peak blood glucose of 401 mg/dl that decreased to 260 mg/dl after intervention; the user changed infusion sites multiple times and later received care at urgent care and an emergency department where intravenous fluids were administered. Symptoms included hyperglycemia with associated illness symptoms. Outcomes included treatment in an emergency setting with IV fluids and provision of additional supplies. Investigation included review of the event details and user-reported troubleshooting steps. Investigation of this case revealed no device malfunction reported and no confirmed device component defect, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.